Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery while using an ophthalmic viscoelastic patient has developed cataract-like symptom of anterior capsule. It was confirmed by the slit lamp that the symptoms were resolved after a couple of weeks.

Manufacturer narrative:
No lot code or sample provided. No further evaluation or root cause analysis can be conducted at this time. No root cause could be determined as no sample or lot code was provided for analysis . No action is warranted. The manufacturer internal reference number is: (B)(4).